Manufacturer narrative:
After reviewing the records generated during the manufacturing process (DHR) and incoming inspection records, we found no failure in the manufacturing process. The aligners in this order were manufactured according to digital specifications and met acceptance criteria. The material used to manufacture this order met the inspection criteria.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a patient wearing the nontemplate aligner arch had the aligner break multiple times and creating sharp edges from the plastic in the patient's mouth. No injury reported.